Manufacturer narrative:
Root cause: instrument supplier left a burr in the distal tip while mfg. This burr prevented the instrument from mating with the implant. As a corrective action, the supplier revised his machining process to eliminate any burrs and a functional fit test was implemented at the supplier and upon receipt from the supplier. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned implant was visually inspected. Damage was seen on top of the screw. Instrument was not returned.

Event description:
The driver could not capture the screw.